Event description:
Reporter alleged the customer obtained a result of 30 mg/dl on the aviva system compared back to back with a result of 190 mg/dl or 210 mg/dl on a professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.